Event description:
Customer states that after firing the device, the clips opened and the surgeon had to perform manual suture. There was unexpected tissue loss and damage. The damage was corrected with manual suture.

Manufacturer narrative:
(B)(4).